Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for interstim-other and urinary dysfunction/sacral nerve stimulation. It was reported by an MRI technician that the patient stated the ins had been removed because they had not been getting good therapeutic benefit. The caller could not provide the date of explant. MRI compatibility had been reviewed with the health care physician (hcp) as the reason for the call was MRI compatibility because the patient had the system removed and there were ¿barbs¿ left implanted, which the caller assumed this was a portion of the lead. The caller was unable to confirm which leads. There were no symptoms reported. The caller mentioned the patient was needing an MRI of their lumbar spine (unrelated to the device/therapy.) There were no further complications reported/anticipated.